Event description:
Customer reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, on advantage system 1, and 139 mg/dl within 10 min on advantage system 2. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Advantage system 1 strips not available for return, replacement sent.

Manufacturer narrative:
The medwatch is for advantage system 1. Please see medwatch for report on advantage system 2.